Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use a "backup battery failure" occurred. The pt was manually ventilated and transferred to another ventilator. There were no reported serious or negative pt consequences.